Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alleging possible pump under delivery. The blood glucose at the time of incident 330 mg/dl. Customer stated that insulin pump was under delivering because of blood glucose continuously rising. Customer stated that multiple large bubbles are present along the tubing length. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.